Event description:
Information was received indicating that a smiths medical tubing was leaking and it was noted that there were 3 doses of IV pip/tazo was wasted. There were no reported adverse events.